Manufacturer narrative:
(B)(4). Eval, results: (endoleak). (Disease progression). (Pre-operative dissection). Conclusions: (disease progression). (Pre-operative dissection).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic dissection approx 9 months ago. The length of the initial dissection is unk. The vessel morphology was reported as the thoracic aortic neck has an acute bend and disease progression. It was reported that there was a secondary intervention. A recent CT demonstrated that there was a distal type I endoleak and a pseudoaneurysm distal to the stent graft. The physician elected to implant a talent captivia to cover the pseudoaneurysm. No add'l clinical sequelae were reported, and the pt status is fine. An internal review of returned and still images show a distal endoleak, which was repaired following implant of a distal stent graft.